Event description:
The customer reported to philips healthcare that during testing, the device beeped and displayed a red x. It could not be turned on until the ac power module and the battery were removed and then reinstalled in the device. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.